Event description:
Pump infused too quickly.

Manufacturer narrative:
Eval summary: the sample has not been received for eval and investigation, although reported as available. The info contained herein is based on the info provided by the initial reporter. The report stated that a pump infused too fast, but the pump may have been underfilled by the pharmacy. No adverse event occurred, per the physician. When the pump is received, it will be evaluated. The device history record for lot 812182 was reviewed, and all mfg operations were found to be within spec. The lot history was reviewed and this is the only complaint of a fast for lot 812182. In addition, retain samples from lot 812182 are being tested and the results will be reported in the follow-up report. When additional info that is pertinent to this event becomes available, I-flow will submit a follow-up report.